Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sesr01 ipg, implanted 2010-(B)(6). (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) for low impedance measurements. The ventricular lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.